Event description:
A report was received that following a permanent implant procedure the patient was experiencing extreme abdominal pain. An x-ray confirmed the patient had an epidural hematoma. They physician opened the midline incision and the hematoma was removed. The patient was hospitalized overnight and is reportedly doing well.

Manufacturer narrative:
Additional suspect medical device components involved in the event: model # sc-1110-02 serial # (B)(4). Description: precision implantable pulse generator (ipg) model # sc-4316 lot # 15764760. Description: next generation anchor kit-sterile.